Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was coring with a vial-mate adaptor. This was used with the viaflex single pack container 0.9% sodium chloride diluent. This was occurred after admixture. There was no patient involvement. No additional information is available.